Event description:
It was reported that allegedly, "the patient underwent a total left hip replacement in (B)(6) 2005." It was further alleged that, "the patient began "clicking" 6-7 months ago and is experiencing squeaking, pain and discomfort in his left hip."

Manufacturer narrative:
The information in this report was provided by stryker orthopaedics legal affairs. No additional information is available at this time. The devices are not available due to the ongoing litigation.